Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and one electric shock. No adverse patient effects were reported. At this time, this device remains in service.